Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with anterior left myocardial infarction. The occluded target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending (lad) artery. An unspecified guide wire was advanced. Pre dilatation was performed with a 2.5x12mm unspecified balloon catheter at 10atms. A 2.50x20mm promus premier¿ stent was selected and deployed into the proximal lad at 12atms. Post dilatation was then performed with the balloon of the delivery system at 14atms. The device was post dilated multiple times using a 2.75x15mm nc quantum apex balloon catheter to 14 and 16atms and then 3 times to 22atms for multiple durations throughout the length of the stent. The physician decided to place a second stent distal to the promus premier. A non-bsc stent was advanced but failed to cross the first stent, resulting in deformation of the proximal 3-5mm of the promus premier stent. Another bsc stent was advanced and deployed. The entire stented area was post dilated using a 2.75 balloon catheter. No further patient complications were reported and the patient¿s status was stable.